Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 during a robot-assisted endoscopic prostatectomy procedure when it was reported ¿airseal shut down during the surgery.¿. Further assessment questioning found that ¿pneumoperitoneum rapidly disappeared for a time. It is unknown if the instruments were able to be removed at the time and was no health hazard to the patient even the instruments were inserted.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: brand name updated from airseal ifs, 110v to airseal. Manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 54 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised failure to properly follow the instructions for use can lead to serious surgical consequences. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on 31may2024 during a robot-assisted endoscopic prostatectomy procedure when it was reported ¿airseal shut down during the surgery.¿ further assessment questioning found that ¿pneumoperitoneum rapidly disappeared for a time. It is unknown if the instruments were able to be removed at the time, and was no health hazard to the patient even the instruments were inserted.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.